Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient went to the hospital. The patient did not report any specific symptoms or what led the patient to go to the hospital. Upon arrival, the patient¿s blood glucose was checked and was it was reading 39 mg/dl, however, no cgm reading was reported. It was unknown what treatment was given at the hospital. There was no documentation of further medical evaluation or intervention. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.